Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the primary battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a battery power diagnostic message. The ventilator was not in use on a patient at the time the event occurred.